Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d170922-1). Meter setting and all functions of the suspected device were re-tested, and all of them were operated properly. Standby current of the device was re-checked and the current (11.5 ua) met acceptance criteria (< 55 ua). Strips were manufactured on 09/22/2017, and were expired in 09/2019. Because the suspected strips were expired and out of specifications, the suspected meter was tested by using any retained strips (lot#: d190819-1) and control solutions (level low: batch# 8ah1a95, exp. By dec., 2020; level high: batch# 8ah3a15, exp. By dec., 2020), and results (level low: 53/55; level high: 254/247) met the acceptance criteria (level low: 35~85 ; level high: 220~330). Expired strips may cause inaccurate blood glucose readings. Warning information regarding not to use expired strips was disclosed in user's manual and strip labeling to avoid this problem. Furthermore, the expiration date was shown clearly on the strip label, strip box and kit box. Therefore, the root cause of the complaint resulted from user's improper operation.

Event description:
End-user stated that medical attention was sought on (B)(6) 2020 around 2:00pm at home. End-user stated that he tested his blood glucose with his prodigy meter and received a result of 259mg/dl. A normal result for him for that time if day is usually around 120mg/dl. The end-user stated that he tested 3 more times with his prodigy meter. However, he did not recall the results and the meter memory was deleted prior to him calling. The end-user stated that he didn't have any symptoms he was anxious about his high results. The end-user stated that he drove himself to department of va emergency room, (B)(6), (did not disclose how long after testing) and upon arrival his blood glucose was 130mg/dl. He did not receive any treatment and was advised to get a new meter. The end-user was using test strips that were expired. He was educated to always check the expiration date and to never use expired products. No additional information was provided.